Event description:
During hemodialysis treatment a kink was found in the arterial blood line between blood pump and dialyzer. Line was straightened out and pt dialyzed uneventfully for rest of treatment. Kink was discovered one hour into treatment. Total treatment was 3.5 hours. Pt was discharged to home in stable conduction at 10:30 am. The pt was admitted to the hosp at 7:30 pm. His blood was found to be hemolyzed. Hematocrit during dialysis was 34%. Hematocrit at hosp was 18.8 hgb 8.6. Pt received 2 units of packed red blood cells.